Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 9680001-2016-00036, 3005334138-2016-00018, 3005334138-2016-00019, 3008452825-2016-00047, 3008452825-2016-00048 and 2030404-2016-00015. Following an atrial fibrillation ablation procedure, a cardiac perforation occurred. During geometry creation the ablation catheter appeared distorted and stretched and a loss of signal was noted. The catheter was exchanged with the same model and the procedure was successfully completed. After the patient was transferred out of the ep lab, the patient became quite pale and an echocardiogram revealed a cardiac perforation. A pericardiocentesis was performed to stabilize the patient.